Event description:
It was reported that the catheter became stuck on the guidewire. An angiojet spiroflex catheter was selected for use for a thrombectomy procedure. The catheter was placed on a .014 guidewire. As the physician tried to advance the catheter, it became stuck on the guidewire. The physician then removed the catheter and the guidewire together, and a new angiojet catheter and guidewire was used to complete the procedure. There were no patient complications reported.